Manufacturer narrative:
The consumer reported that the patient had a tooth type of 3, stability was achieved before prosthetic restoration. The consumer reported that the implant on tooth 24 moved positions leading to the restoration.

Event description:
The consumer reported that the patient had a tooth type of 3, stability was achieved before prosthetic restoration. The consumer reported that the implant on tooth 24 moved positions leading to the restoration.